Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms related to low blood pressure that resolved with IV fluids and levophed (norepinephrine bitartrate) drip. Alarms were not able to be reviewed beyond 24 hours. The patient was unresponsive and was hospitalized. The device operated as expected. The log file captured low flow events on 26jun2024. The calculated flow appeared to fluctuate below the alarm threshold of 2.5lpm.

Manufacturer narrative:
B5: narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was hospitalized and became unresponsive due to sepsis from infected peripherally inserted central catheter (PICC) line and diagnostic tests were performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient experienced low flow alarms related to low blood pressure that resolved with intravenous (IV) fluids and blood pressure medication drip. The patient was unresponsive and was hospitalized. Further information communicated by the account revealed that the patient's hospitalization and unresponsiveness was due to sepsis from an infected peripherally inserted central catheter (PICC) line. The source of the infection was not device or therapy related, and the device operated as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.